Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Further information was provided by our field service engineer that the call was cancelled and the issue resolved. No log files or service report have been provided and no parts have been replaced nor returned for technical investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).